Manufacturer narrative:
A ge service rep performed an onsite investigation. The ccd camera and power supply connections were evaluated and reseated. The video processor pcb was replaced during the svc event. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the sys intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.